Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 250 units of insulin. There was no reported impact to the customer's blood glucose level. As the reported event occurred in the past, tandem technical support was unable to perform troubleshooting.